Event description:
Patient underwent uneventful ilasik on (B)(6) 2012 and presented with epithelial ingrowth in the left eye (os) during annual exam on (B)(6) 2013. Flap was lifted and epithelial ingrowth removed same day. Patient was seen on (B)(6) 2013 with visual acuity sans correction (vasc) os 20/20, flap in place.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact that abbott medical optics (amo) became aware of the event on (B)(6) 2013. The condition of the system (since the time of the procedure) will make the evaluation difficult to determine. The customer reported an uneventful procedure and did not request field service or clinical support.